Event description:
The customer contact reported the pt received loss medication than intened. The pump was returned to biomedical department with an unsigned note that stated, "will not pump line b (piggyback) in completely before switching to line a and the antiobiotic does not finish." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.